Event description:
It was reported that the device had beeping after turned off. There was no patient involvement.

Manufacturer narrative:
Correction: identified pr (B)(4) as duplicate file with respect to serial# (B)(6) was already captured in the pr (B)(4). After further review of the file it was determined that this file is a duplicate pr of (B)(4). Disregard the initial report MFR report #2016493-2025-83521.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had beeping after turned off. There was no patient involvement.